Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited noise and p and t-wave oversensing that resulted in delivery of 2 inappropriate shocks. The patient was seen in the emergency department post therapy delivery. Shock impedance measurements were noted to be higher at 190 ohms. The automatic setup process was performed and the primary sensing vector was reprogrammed. It was noted that the patient was admitted to the hospital. No additional adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited noise and p and t-wave oversensing that resulted in delivery of 2 inappropriate shocks. The patient was seen in the emergency department post therapy delivery. Shock impedance measurements were noted to be higher at 190 ohms. The automatic setup process was performed and the primary sensing vector was reprogrammed. It was noted that the patient was admitted to the hospital. No additional adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that additional information was received indicating the previous reported shocks were appropriate for ventricular tachycardia (vt) and not a result of the p and t-wave oversensing. The shocks did convert the rhythm. The root cause of the high shock impedance measurements was unknown. If information is provided in the future, a supplemental report will be issued.